Event description:
Consumer said she had been using toothbrush for about a month. She started brush her teeth when she noticed a bristle was in her mouth. When she looked at the brush she then noticed that the toothbrush head was broken. Toothbrush head was broken towards the end of the head by the neck of the handle.